Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent audio output. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and passed. The receiver will boot and charge. Perform manual test using the "try it" function: pass. Global receiver tool sound test/wiggle test: pass. Receiver functional test: passed all relevant tests. Open receiver for internal inspection: pass; speaker resistance at 7.72 ohms. The complaint was not confirmed because sound was heard. The reported event of an intermittent audio output was not confirmed. A root cause could not be determined.